Manufacturer narrative:
Additional manufacturer narrative: additional information regarding this event has been requested from the customer. The device is also not available for evaluation, as it remains implanted in the patient. The root cause of this event cannot be determined with the available information. If additional information is received, a supplemental MDR will be submitted accordingly. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with an aortic pericardial valve, implanted approximately 12 years and nine (9) months, underwent a valve-in-valve procedure. The failure mode of the valve is unknown. No other details available at this time.

Manufacturer narrative:
It was reported that this valve was replaced due to calcific stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a pericardial aortic valve underwent a valve-in-valve procedure due to severe calcific symptomatic aortic stenosis. Implant duration of the pre-existing surgical valve is approximately 12 years and nine (9) months. A tavr was successfully performed with an edwards transcatheter valve. The patient tolerated the procedure well and was discharged home in stable condition.